Manufacturer narrative:
Device code relates to problem code for the investigation result of catheter broken in two pieces. Device code relates to problem code for the investigation result of balloon detached. Investigation results: visual examination of the returned device revealed that the balloon was torn longitudinally and was detached from the catheter. The guidewire was kinked and was unraveled at the distal section. The catheter was also noted to be kinked and broken in two pieces. Functional analysis could not be performed due to the condition of the device. This is defined as a complaint that is associated with a product that meets the design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause classification of this investigation is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wire guided dilatation balloon was used in a procedure on an unknown date. According to the complainant, during the procedure, the device was not working properly. The procedure was completed with another cre pro wire guided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the catheter was broken and the balloon was detached from the device; therefore, this is now an MDR reportable event.